Manufacturer narrative:
Product analysis summary: a stopcock was attached to the luer. The stylette was not returned for analysis. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The distal shaft was torn, and the support wire was protruding through the material. Deformation was evident to the distal shaft material immediately distal to the guidewire entry port, the material appeared to have puncture sites. The inner lumen could not be verified with a 0.015 inch mandrel due to the torn distal shaft. It was not possible to perform inflation testing due to the torn distal shaft. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with stemi. During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the proximal lad with cto (100%). The device was inspected with issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that the stylette was kinked and resisted being removed. The stent was delivered to the lad and upon inflation, it was noticed the balloon wasn¿t expanding. While being removed from the body, the stent dislodged from the balloon while in the guide. The guide was removed and the stent was flushed out of the guide into the table. No patient injury was reported.